Manufacturer narrative:
An unused loop (maj-340) was returned together with the ligating device to olympus medical systems corp. (Omsc). The insertion portion of the ligating device was severed. No other abnormalities were observed about the ligating device. The subject device was not returned to omsc for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc assumes that this event occurred since the loop was caught between the hook and the coil sheath after the loop was released in the tube sheath for unspecified reason. The above device handling has warned in the instruction manual of the ligating device as follows: do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed.

Event description:
We received the following report. During a procedure, the subject device was used to ligate polyp. After ligating the polyp, the loop of the subject device could not be released since the loop was pulled into the coil sheath and the user could not operate the handle any more. The user used loop cutter to cut the loop. The user withdrew the subject device from the patient. There was no patient injury reported. No further information was provided. This is the report regarding the failure of releasing the loop.